Manufacturer narrative:
Product analysis :observation: visually confirmed approximately ~3mm of the instrument¿s tip has been broken off, consistent with interface during usage. Inspection of material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. Conclusion: the above findings are consistent with torsional overload.

Event description:
It was reported that patient with lumbar stenosis/spondylitis underwent fusion surgery at l3-4. Intra-op, screwdriver was found to be stripped. No patient complications were reported.